Manufacturer narrative:
A general product problem can be excluded. An interfering factor was not found in the sample. The differences between the ft3 results are most likely based on methodological differences.

Manufacturer narrative:
The sample was requested for investigation. This investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii results for one patient with the cobas e 801 module serial number (B)(4). The customer reported the ft3 results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, an abbott architect analyzer, and an accuraseed (wako) analyzer. The investigation site e801 module serial number was (B)(4). The ft3 reagent used at the investigation site was lot number 510082 with an expiration date of 28-feb-2022. Refer to the attachment on the medwatch for all patient data. This medwatch is for ft3.